Event description:
This is filed to report thrombus. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3 with enlarged atrium. Prior to the procedure, a structure was observed in the left atrial appendage, which was suspected to be thrombus. The physician decided to continue with the procedure, although was advised of the contraindication. In the bicaval view, a floating structure was observed in the right atrium. After grasping the leaflets, a thrombus was observed on the shaft. The clip was deployed, reducing mr to grade <1. After removing the cds, the thrombus was observed on the shaft. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported thrombus cannot be determined. The cause of the reported instructions for use (IFU) was due to user error. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.